Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced ongoing skin overgrowth and keloid issues at the abutment site. On (B)(6) 2015 the abutment was removed from the fixture. On (B)(6) 2016 the patient underwent a surgical procedure to have an internal magnet placed. The implanted device remains.